Event description:
This lead was first attempted in the lb position, but not implanted. The physician did not like the morphology attained, so he attempted an lv lead implant instead. Upon removal of the delivery sheath, the lv lead dislodged. The physician again tried to implant this lead in the lb position. It was at this second attempt that the lead caused the assumed perforation which led to severe hypotension. A pericardial tap procedure was performed, mechanical function of the heart was lost and did not return, even with the blood taken off the heart. CPR was performed by the physician and lab staff. The patient was pronounced dead in the ep lab.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.